Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: - rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: b.3, h.6, h.11.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, rupture and discomfort. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, rupture and discomfort. The device has been explanted and replaced.